Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a generator change procedure a high impedance measurement of over 200 ohms was noted when the defib right ventricular (rv) lead was hooked up to the new device and was placed in the pocket. The rv defib coil lead was disconnected, checked for air in the header, and reinserted, resulting in consistent impedance measurements of 80 or 81 ohms. However, post-operative capture management indicated an impedance greater than 200 ohms overnight. Manual checks by hospital staff showed consistent measurements of 65 ohms, but remote transmission later indicated a value of 200 ohms again. The device alarmed for high impedance alerts, leading to the patient's transfer for intervention. Additionally, it was noted that the patient also had a separate rv pace/sense lead. An rv threshold alert had triggered for that rv pace/sense lead due high rv pacing thresholds. At the defib rv lead revision a device interrogation revealed noise on all coil electrogram channels and persistent high defib impedances. A lead fracture was confirmed. Both leads were partially explanted and abandoned because the patient was referred for a different device system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvpb3d1 ICD, implant date: (B)(6) 2025, explant date: (B)(6) 2025; 6935 lead implant date: (B)(6) 2013, explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the epicardial lead was not picking up signals from the patient¿s heart and was fractured.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.